Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have the lv lead assessment with a programmer. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have the lv lead assessment with a programmer. No adverse patient effects were reported. This device remains in service. Subsequently, additional information was received indicating that this system had an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services reviewed the electrocardiogram (egm) and noted loss of capture and multiple readings of high out-of-range pacing impedance of greater than 3000 ohms. The cause of loss of capture is determined to be the intrinsic beats which frequently occurred when there was a lv intrinsic signal after the loss of capture from the lv pace. Ts recommended further evaluation of the system in clinic. No adverse patient effects were reported. This device remains in service. Additional information received indicated that there was an alert for a ventricular tachycardia (vt) episode. Electrogram showed oversensing of noise that appeared to be external. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have the lv lead assessment with a programmer. No adverse patient effects were reported. This device remains in service. Subsequently, additional information was received indicating that this system had an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services reviewed the electrocardiogram (egm) and noted loss of capture and multiple readings of high out-of-range pacing impedance of greater than 3000 ohms. The cause of loss of capture is determined to be the intrinsic beats which frequently occurred when there was a lv intrinsic signal after the loss of capture from the lv pace. Ts recommended further evaluation of the system in clinic. No adverse patient effects were reported. This device remains in service. Additional information received indicated that there was an alert for a ventricular tachycardia (vt) episode. Electrogram showed oversensing of noise that appeared to be external. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient had an atrial arrhythmia burden of atleast 0.5 hours in a 24-hour period and pacing percentages decreased less than 80%. Presenting electrogram showed undersensing in the left ventricle (lv). This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have the lv lead assessment with a programmer. No adverse patient effects were reported. This device remains in service. Subsequently, additional information was received indicating that this system had an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services reviewed the electrocardiogram (egm) and noted loss of capture and multiple readings of high out-of-range pacing impedance of greater than 3000 ohms. The cause of loss of capture is determined to be the intrinsic beats which frequently occurred when there was a lv intrinsic signal after the loss of capture from the lv pace. Ts recommended further evaluation of the system in clinic. No adverse patient effects were reported. This device remains in service. Additional information received indicated that there was an alert for a ventricular tachycardia (vt) episode. Electrogram showed oversensing of noise that appeared to be external. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the patient had an atrial arrhythmia burden of atleast 0.5 hours in a 24-hour period and pacing decreased less than 80%. Presenting electrogram showed undersensing in the left ventricle (lv). This device remains in service and no adverse patient effects were reported. Additional information was received indicating that the system had an alert for atrial arrhythmia burden alert. Average ventricular rates during atrial tachycardia response (atr) episode were 94-110 bpm (beats per minute). This device remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited a high out-of-range pacing impedance with the measurement unavailable at transmission. The trends show several spikes since january of this year at 1669 ohms and 1173 ohms with a slight increase in lv threshold over the same period. The presenting electrogram (egm) shows appropriate function with the current pacing impedance measurement at 885 ohms. It was noted there was no evidence of noise observed. It was recommended to have the lv lead assessment with a programmer. No adverse patient effects were reported. This device remains in service. Subsequently, additional information was received indicating that this system had an alert for left ventricular automatic threshold (lvat) detected as greater than programmed amplitude or suspended. Technical services reviewed the electrocardiogram (egm) and noted loss of capture and multiple readings of high out-of-range pacing impedance of greater than 3000 ohms. The cause of loss of capture is determined to be the intrinsic beats which frequently occurred when there was a lv intrinsic signal after the loss of capture from the lv pace. Ts recommended further evaluation of the system in clinic. No adverse patient effects were reported. This device remains in service.